Manufacturer narrative:
A hazard alarm was generated by the pod, indicating that the step sensor asserted before wire was driven. The pod was in pod state 15 indicating that the pod was deactivated. Cracks were found on the bottom and top housing. Corrosion was noted inside the device on the reservoir, pcb, and batteries, indicating that fluid had leaked in the pod. A leak was found on the proximal end of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached above 250 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient stated he was asleep and a bolus was not delivered when the pod occluded (occlusion alarm).